Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act key was not sensitive. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. Inspected the lcd connector and no unlocked connector was noted. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.